Manufacturer narrative:
Initial and final MDR 1884007 - MDR 3003442380-2024-07186 - device 1 of 1. E1: patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced an issue with unknown infusions set fell off during use. The issue was ongoing from past 2 months. The infusion set was in use for less than 24 hours. The replaced infusion set and resumed insulin successfully. No further information available.